Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. A system controller log file was submitted to the manufacturer¿s technical services representative on (B)(6) 2017 and was reviewed. The log file showed that the lvad was consistently running on battery power. On (B)(6) 2017 at 21:18hrs the charge for both batteries depleted and the backup battery engaged until its charge was also depleted. The pump then stopped at some point after 21:27hrs. Low battery advisories, followed by low battery hazard events were captured in the log file. Following the pump stop, fresh batteries were installed at an undetermined time (due to a clock reset after all power was depleted) and the lvad system resumed normal operation. The date and time were reset on the system on (B)(6) 2017 at 04:15hrs. The patient was reportedly asymptomatic.

Manufacturer narrative:
No product was returned for evaluation. The report of a pump stop was confirmed based on the evaluation of the submitted system controller log file. The log file captured that on (B)(6) 2017 at 6:11 a set of fully charged batteries were connected to the system controller. At 20:22 the low battery advisory alarm activated per design when the battery falls below the low voltage threshold. On (B)(6) 2017 at 21:18 the low battery hazard alarm activated per design when the battery connected to the black power cable fell below the low voltage hazard threshold. At 21:27, the no external power alarm activated indicating that the batteries had been completely depleted and the internal backup battery was in use. In the next event following the no external power the time stamp read (B)(6) 2001, the motor was stopped, and the internal backup battery was uninstalled. This sequence of events indicates that the 14v batteries and backup battery had been completely depleted stopping the pump for an unknown amount of time. When power was restored the driveline was still connected and the pump returned to the set speed without issue. The yellow wrench advisory alarm was active and remained active due to the clock not being set. The clock was set on (B)(6) 2017, clearing the yellow wrench advisory alarm. Prior to the 14v batteries being depleted there were no notable alarms active in the log file. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.